Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was not reported. It was reported that the type of peritonitis was bacterial. The patient was hospitalized for the event. On an unreported date, the patient was treated with cephazolin (1g, route and frequency were not reported) and tazime (1 gram, intraperitoneal route, frequency was not reported) for peritonitis. Six days after the onset, the treatment was change to rocephin (1 gram, intraperitoneal route, but frequency was not reported) for peritonitis. At the time of this report, the patient was recovering from the event. Pd therapy was ongoing. No additional information could be provided because the reporter declined follow-up.